Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient has limited movement of her lower extremities following their implant. The patient became partially paralyzed when the ins was implanted on friday. The caller said the patient "can't stand, but can kind of move her toes on the left side, not the right side". The caller stated the patient is currently being transported to the ER via ambulance to get an MRI "to see if the paddle is pushing on her spinal cord". The was also noted that the patient had a CT scan on (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received additional information was received from the rep. It was reported that the cause was not determined. The scs system was removed. It was unknown if the issues have been resolved. No further complications were reported.